Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. The initial glucose result was 20.4 mg/dl and the repeat result was 92.7 mg/dl. The initial lactate result was 0.1 mmol/l and the repeat result was 0.8 mmol/l.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The glucose reagent lot number was 734489 and the lactate reagent lot number was 763855. The expiration dates were not provided. The customer cleaned the probe and performed many air purges. The field service engineer was not able to recreate the issue. He performed a precision check and qc that were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.